Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with unspecified bd syringes. The following information was provided by the initial reporter, "good morning, I just wanted everyone to be aware of a syringe issue. Some of them are missing the 1/2 and the 1 mark on them. Both of the syringes were packaged in the 3 ml 25g x 1 package."

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. Two syringe were depicted in the photo. One loose 3ml syringe with safetyglide needle attached had 1ml of white liquid in the fluid path. The syringe was observed to have missing print ¿ the numeral markings ½, 1 and ¿1/2¿ part from 1 ½ were missing. The print appeared to have been skewed laterally. One loose 3ml syringe next to it was observed to have no marking defects. Potential root cause for the missing print defect is associated with the marking process. The batch # and product are unknown, therefore defective rate cannot be identified. Batch # and product are required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that scale marking issues were found before use with unspecified bd syringes. The following information was provided by the initial reporter, "good morning, I just wanted everyone to be aware of a syringe issue. Some of them are missing the 1/2 and the 1 mark on them. Both of the syringes were packaged in the 3ml 25g x 1 package."